Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g3, g7, h1, h2, h3, h6, h10 visual examination of the returned product/provided pictures identified that it was returned with the front end curved assembly fractured. It was returned with both anchors still in the tip but the tube pusher assembly has been cycled once. Item and lot numbers are not confirmed as they are not etched on the part. The fracture site and type is consistent with juggerstitch mensical repair device curved needle insert fracture in which bending overload type of failure was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that when the user inserted the implant, the metal tips on the implant dropped off. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.